Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated using quick start or manually despite the use of other programmers and telemetry wands.